Event description:
It was reported occlusion alarms occurred. Customer changed pump supplies to address the issue. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was "high"; although specific value was not provided. Bg level was addressed bg level via correction bolus via pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.